Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, there was an issue with the external foot pedals on the vision side cart (vsc). The blue dual foot pedal would stick and continue to fire even if not pressed. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the foot pedal to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the foot pedal.